Manufacturer narrative:
Evaluation, results: (root cause of the event could not be determined); inherent risk of procedure ¿ (thrombosis); (no results available since no evaluation performed) - device or procedural images not provided for review; device not returned for evaluation. Conclusions: inherent risk of procedure ¿ (thrombosis); (root cause could not be determined); unable to confirm complaint - (device or procedural images not provided for review); device not returned ¿ (device not returned for evaluation). (B)(4).

Event description:
Physician implanted 1 resolute integrity drug-eluting stent (2.50mm x 30mm) to a lesion in the lcx with 95% stenosis during which spasm occurred. Approximately 15 days later one non-mdt stent was implanted overlapping in the same lesion. The lesion was totally occluded proximal to the non-mdt stent and another non-mdt was implanted to cover the stent on the same day. Angio confirmed both stents were occluded and thrombus was aspirated. Physician stated that recoil (mld2.5mm => 1.9mm) of distal edge of resolute integrity might be related to this event case. The recoil was confirmed when tlr was performed to treat the stent thrombosis. Images are not available.